Event description:
It was reported that a pin hole was found by the cuff of the catheter.

Manufacturer narrative:
Two pieces of the venous lumen returned for evaluation. A visual examination of the lumen revealed that the lumen is cracked at the edge of the cuff retainer. Without the lot number, we are unable to review the manufacturing records. There is no signs of material degradation or polymer variation of the lumen material. The lumen was cross sectioned and measures. All measurements were within dimensional specifications. The device was implanted for approximately 3 years 5 months. The investigation could not determine the cause of the break.